Event description:
It was reported to philips that the device failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, hepatic arterial chemoembolization procedure was performed by the customer and the patient was transferred to another room to finish the procedure. The philips field service engineer (fse) inspected the system onsite and found that the system failed to expose. Upon troubleshooting, fse found that the issue with mains interface module (mim). To resolve this issue, fse replaced the power supply to the high voltage cabinet. The defective pdu mains were returned to philips for further analysis and the cause of pdu mim failure couldn¿t be conclusively determined by supplier¿s part analysis. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.